Event description:
The recipient was reportedly explanted in june 2018. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information obtained reportedly indicates that the reason for explant was chronic head pain. The recipient was not reimplanted. The recipient recovered well. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.